Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was 400 mg/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported high blood glucose event. The reservoir had air bubble anomaly. Customer stated that reservoir was expired. Customer was treated with manual insulin injections. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.